Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jul-15. It was reported that the patient had a fall "a few weeks ago" and started noticing increased spasms. The specific date was not given. The patient was admitted to the hospital. The patient was fine during the blousing procedure and nursing staff was told to observe the patient. No cause was determined for the little aspiration during the dye study. It was noted that they were able to push dye and observe it coming out of the tip of the catheter, and they were also able to flush the catheter with saline. No issue was found during the dye study. The device was programmed to continue as normal. The hcp mentioned increasing the patient's daily dose, but did not confirm by how much.

Manufacturer narrative:
Continuation of d11: product ID: 8782; lot#serial#: (B)(6); implanted: on (B)(6) 2017; product type: catheter; product ID: 8784; lot#serial#: (B)(6); implanted: on (B)(6) 2017; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 16-mar-2018, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 07-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the patient had potential withdrawal symptoms, so today the hcp did a catheter dye study. The hcp was only able to aspirate a little from the cap (catheter access port) but calculated that the remaining drug in the catheter was okay to push through, so the hcp pushed the dye through and bolused the remaining amount of drug to the patient. After the procedure, they decided to prime for a duration of 14 hours since they had just bolused the patient. No further complications have been reported as a result of this event.